Manufacturer narrative:
Additional information received by smiths medical on 01-dec-2020 via email that the event occurred during testing and there was no patient involvement. Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. Investigation unable to duplicate the customer's stated problem. According to the investigation, during power up and testing, the device was able to turn power on and passed all functional tests. Therefore, no problem found with the issue. However, the investigation recommended the pump motor replace as preventive measure. The problem source of the reported problem is unknown.

Event description:
It was reported the device had a "power issue". No adverse effects reported.